Event description:
The customer reported that a medsystem iii pump was charging inside a helicopter. The helicopter was on the helipad; not in flight. The ac adaptor overheated and burned a hole on the side of the adaptor and "smoked up the helicopter." The device was brought to biomed and charged with another adaptor and has had no problems. The pump and affected adaptor will be sent back for investigation. The pump was not in use on a patient at the time of the event. No user harm or medical intervention was needed. The customer stated that no further event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.